Manufacturer narrative:
The correct serial number associated with this case is (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box and alarm histories showed no activity outside normal use. A ¿temp-basal none¿ was observed in the total daily dose history, indicating that a ¿no temp-basal¿ program had been set. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) to report an unexplained hypoglycemic incident. The patient reportedly was at (B)(6) and became confused and disoriented. The emt arrived and tested the patient¿s blood glucose at ¿25 mg/dl.¿ the patient was given a glucagon injection. She declined to be transported to the hospital for further treatment. The patient stated that she had been eating donuts and drinking orange juice prior to going low and did not take any bolus insulin for the food and juice intake. Troubleshooting revealed there was no product malfunction associated with the incident. The animas representative confirmed that the patient¿s basal rate was still active at 0.44 unit/per hour. This complaint is being reported because the patient required medical intervention for a low blood glucose reading of ¿25 mg/dl¿ while on insulin pump therapy. It is unclear what contributed to the patient¿s low blood glucose at the time of concern.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.